Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, suctions cylinder shaved, angle wire worn, bending tube deformed, bending section cover cut, connecting tube dented and scratched, distal end dented, scope connector scratched, grip scratch, switch 1 worn, switch 4 scratched, control unit scratched, switch 2 scratched, switch 3 worn, acoustic lens chipped, and forceps channel port shaved. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had leakage from the bending section cover channel. Upon inspection and testing of the customer returned device, the scope forceps channel port was found shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling or other factors, but could not be further determined. Olympus will continue to monitor field performance for this device.